Manufacturer narrative:
Concomitant medical products: 12 associate (unused, unopened) products were received 12/26/19. The customer report that the line snapped apart was confirmed based on customer photos received. The reported suspect set sample was not received for evaluation, only unopened sets were provided. Received were a total of 12 unopened set model 24010-0007t samples - four each from the following three lots - 19065774/19065827/19065834. The customer also provided photos of separations between upper fitment and silicone segment components on different set models which look to be both used and unused. No separation or abnormalities/damages were observed upon visual inspection of the 12 returned (unused) sets. Retention testing of each of the sets engagement of silicone and upper/lower fitments was done (by (B)(4) quality - product test lab/ptl) and all 12 associate sets passed withstanding the specified axial pull of = 3.4 pounds. The photos returned by the customer show separations between upper fitment and silicone segment components on different set models which look to be both used and unused. The root cause of the separation was unable to be identified.

Event description:
It was reported that a patient called the rn into the room for an air-in-line alarm during a 24 hour infusion. When the rn attempted to remove the air from the IV tubing, it snapped and the cisplatin spilled on the floor, but it did not splash the patient or any other object.

Event description:
It was reported that a patient called the nurse into the room for an air-in-line alarm, during a (24) hour infusion. When the nurse attempted to remove the air from the IV tubing, it snapped, and the cisplatin spilled on the floor, however; it did not splash the patient or any other object. It was confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer report that the line snapped apart was confirmed based on customer photos received. The photos show separations between upper fitment and silicone segment components on different set models which look to be both used and unused. The reported suspect set sample was not received for evaluation. Only unopened set samples were received. Retention testing of each sets engagement of silicone and upper/lower fitments all passed withstanding the specified axial pull. The customer also provided photos of separations between upper fitment and silicone segment components on different set models which look to be both used and unused. (The photos were also noted under the customer's similar reported issue/file pr 338933 - reported suspect primary set model 24010-0007t lot unknown not received; only unused observed partial set model 24010-0007t with package lot 19065834 received.) Received were a total of 12 unopened set model 24010-0007t samples- four each from the following three lots- 19065774/19065827/19065834. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. No issues or separations were observed. The root cause of the separation was not identified.